Event description:
The pump was returned for investigation. Investigation revealed that the contrast button was intermittently unresponsive. Investigation revealed that contamination was found under the up arrow and contrast buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the contrast button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast buttons. The force sensor calibration check failed. The pump was opened and two cracks were observed on the force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.